Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient had developed a pneumothorax which required pigtail catheter placement and hospitalization. The target lesion was 1.2 centimeters in size and located in the left upper lobe about 1 cm away from the pleura. The procedure was completed as planned with no delays. Upon waking up in the recovery suite, the patient experienced shortness of breath, chest pain, and subcutaneous air was noted. A post-procedure chest x-ray detected a greater than 50% pneumothorax, so a pigtail catheter was inserted. The target lesion was suppurative granuloma with aspergillus with persistent air leak, so the patient underwent surgery and lesion resection, was hospitalized for 5 days, and was subsequently discharged home. The physician reported that the pneumothorax was an expected complication of transbronchial lung biopsy and not specific to ion use. The physician believed that the pneumothorax was not ion related and it would have likely occurred via another modality. There was no device malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There was no device malfunction associated with the event. System logs were not available for review.